Event description:
Olympus was informed that patient injury occurred when a needle went through the channel and into the side of the endoscope during an endoscopy procedure.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the event occurred during an egd eus-fna procedure during which the patient sustained a duodenal perforation. The intended procedure was said to have been aborted immediately following the detection of the perforation. The patient was said to have required general surgery which was performed on the same date. The patient was said to have progressed quickly following the general surgery and the status reportedly was upgraded the following day. The user reportedly had to perform excessive torquing as the patient's anatomy was reportedly tortuous. The user reportedly were utilizing a 19 gauge ultrasound needle from cook medical. The device referenced in this report was returned to olympus for evaluation. The evaluation found a large leak in the instrument channel from the distal end side and there was also a leak on the bending section. The instrument channel was inspected with a boroscope and large hole was noted at the bending section side approximately 28mm from the instrument channel opening. There was fluid or moisture found inside the light guide cover glass lens which was attributed to the leak noted in the instrument channel. Additionally, scratches, peeling and indentations were observed on the control body which was attributed to mishandling.